Event description:
The facility representative reported a colleague infusion pump with an 810:11 failure code. The event was reported to have occurred during patient therapy in the emergency room. According to the hospital representative, therapy was stopped for an unknown amount of time, but it is unknown if there was any patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B) (4). Mdq-CAPA-(B) (4) that is associated with this report.

Event description:
Patient was revised to address poly wear and osteolysis.

Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that in 2008, a 2.75 x 15 mm rx xience v stent was implanted in the proximal rca lesion. However, the pt experienced unstable angina and restenosis was noted, which required hospitalization and treatment with percutaneous coronary intervention (pci) in 2009. The reported pt effects resolved the same day. No add'l event or pt info is available.

Manufacturer narrative:
The device has not yet been received for evaluation for interruption of therapy. Should the pump be received for evaluation, a follow-up report will be filed upon completion of the evaluation, or if additional information becomes available.

Manufacturer narrative:
A baxter service technician evaluated the pump and could not confirm the customer reported condition of "810:11 failure code" during product analysis lab (pal) testing. Air-in-line (ail) board is in calibration and sensor is functioning as designed. Assignable cause is undetermined although external circumstances are suspected due to fluid residue in ail sensor. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer. The software version is 4.03.00 and will be categorized as unremediated.